Event description:
Report received from baxter states an alleged overinfusion occurred in which 24ml of solution was delivered in 18 hours. The device contained 5.5ml of morphine, 2ml of droperidol and 16.5ml of normal saline. Report states no pt injury resulted.

Manufacturer narrative:
The device involved in this incident has been requested for eval. Should the device be returned, eval results will be provided in a follow-up report. A review of the batch records has been requested. Should this review reveal any aberrances related to the reported condition, this info will be provided in a follow up report. A review of the product-reporting database revealed one similar report was received from baxter for lot #04j037. However, eval of this sample did not confirm the alleged overinfusion condition. The reporter indicates the customer used normal saline as the diluent in this incident. The direction insert for this device states "the infusor device is designed to operate at the nominal flow rate using 5% dextrose (d5w) as the diluent to provide the correct fluid viscosity. There will be an approximate 10% increase in the flow rate when 0.9% sodium chloride (ns) is used."